Event description:
It was reported that the basket of a ncircle tipless stone extractor was broken at the tip. This was identified prior to use or patient contact. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Occupation = non-healthcare professional - risk manager. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Corrected information: h6: component code event summary: it was reported that the basket of a ncircle tipless stone extractor was broken at the tip. This was identified prior to use or patient contact. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: a document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. Multiple attempts to obtain the complaint device was performed by the complaint investigation site (cis). A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows three other complaints associated with the complaint device lot. It is possible the same failure occurred for all 3 devices. All 3 complaints were reported by the same customer. All basket assemblies are pull tested during manufacturing and verified for proper functioning, an issue that affected the devices from the lot was unlikely. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The complaint device was not returned. The specific nature of the reported issue and its possible cause(s) could not be determined. Based on the limited information available, it was assumed one of the basket wires was broken. Three complaints were reported by the same customer for the device lot. It is possible that a common issue specific to the user caused or contributed to the issues reported, but there was not enough evidence/information to determine a probable cause. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 04apr2022: the procedure was completed by using another new basket.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: a visual inspection and functional testing of the returned device was conducted. A device failure analysis was conducted on the returned device: the complaint device was returned in a plastic bag along with the device for another pr. One of the basket wires was broken and melting of the wire was observed at the broken end. The complaint device was found to have a broken basket wire. The broken end of the wire was melted, indicating exposure to a laser or other electrified device. The provided information stated the device was not used, making laser exposure very unlikely. The cause of the broken wire could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.